Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.

Event description:
A reader flashes on/off was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced "shaking and sweating" and was unable to self-treat, requiring third-party administration of "water with sugar" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the incident is unknown. The dates entered in section b3 is the date based on the customer's report of "a month ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A reader flashes on/off was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced "shaking and sweating" and was unable to self-treat, requiring third-party administration of "water with sugar" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section updated as follows: h10: updated to: the product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the incident is unknown. The dates entered in section b3 is the date based on the customer's report of "a month ago". All pertinent information available to abbott diabetes care has been submitted. Updated from the requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the incident is unknown. The dates entered in section b3 is the date based on the customer's report of "a month ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A reader flashes on/off was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced "shaking and sweating" and was unable to self-treat, requiring third-party administration of "water with sugar" for treatment. There was no report of death or permanent impairment associated with this event.